Event description:
A report was received that the patient did not feel any stimulation. An impedance check revealed high impedances. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient did not feel any stimulation. An impedance check revealed high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
The returned lead was analyzed and the complaint was confirmed. Five cables were fractured at the kinked section of the lead body where the clik anchor was positioned. Fracture location is 1 cm from the clik anchor set screw mark. There are no exposed cables at the fracture site.

Event description:
A report was received that the patient did not feel any stimulation. An impedance check revealed high impedances. The patient will undergo a lead replacement procedure.